Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) impedance. It was noted that the patient refused defibrillation threshold (dft) testing and no other medical intervention was done. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.